Event description:
A customer reported to beckman coulter, inc. (Bec) that an erroneously low sodium result of 124 meq/l was generated by beckman coulter au2700 clinical chemistry analyzer. Repeat analysis performed on the same and on an alternate instrument produced 139 meq/l. The customer stated that no erroneous were reported out of the laboratory, and there was no change to patient treatment. Qc performed prior to the event produced acceptable results. It is unknown if qc was performed after the event. Bec field service engineer (fse) inspected the system and replaced multiple parts including a dispensing nozzle and a reagent syringe. The fse performed several calibrations and instrument performance verification, which produced results within the specifications. As of (B)(4) 2012, there had been no further issues reported on this instrument. A related event occurred on (B)(6) 2012 at the customer's site is documented in MDR# 2050012-2012-01874.